Event description:
An ophthalmic surgeon reported that a puddle was found under the system, and the system was observed to be wet during a procedure. A small amount of fluid was also observed in the system, therefore the customer suspected that the leak came from outside of the system and tubes. Bss (balanced salt solution) consumption was greater than usual during the surgery, but the case was able to be completed without problems. There was no harm to the patient.

Manufacturer narrative:
A sample is expected, but has not yet been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).